Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that cavitron touch g-1000 had a lack of water flow and handpiece is overheating. Outcome of patient injury is unknown as of this MDR.

Manufacturer narrative:
Investigation results found: the water solenoid is damaged, cannot hold pressure. Damaged fc, cannot charge, corroded qd, missing filter, debris in water hose. Update software.